Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal bupivacai ne via an implantable pump. It was reported that over the past couple of weeks the patient had complained about the personal therapy manager (ptm) getting stuck at 90% when attempting to bolus. The agent reviewed option to clear data from the handset to try and improve the speed of communication. The rep did not have the handset at the time of the call and stated she would call back to get help clearing data. The rep called again and had the patient resync and it was much faster. Technical services reviewed the data would continue to collet over time which would slow it down again, so they may need to clear it regularly. Additional information received from the rep indicated they did not have access to the application logs.